Event description:
The customer called for help with his breeze2 meter. He alleged that he received control test results of 191 and 201 mg/dl. The customer performed control tests during the call and received results of 193 and 195 mg/dl. The normal control range was 95-130 mg/dl. No adverse events were alleged. The test strips are to be returned for evaluation. Replacement test strips and a new meter were sent to the customer.